Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona stemmed cemented tibial component catalog #: 42532006702 lot #: 66727567, persona posterior stabilized articular surface 11mm right catalog #: 42522400511 lot #: 65918175 g2 - report source - foreign: event occurred in hong kong. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty while the surgeon attempted to insert the articular surface, there was a small gap between the insert and the top of the tibial baseplate after several attempts to seat the device. Another articular surface was opened, however, the surgeon struggled to seat the second implant as well. The second articular surface implant was impacted approximately five (5) times anteriorly with a tibial provisional extractor before it was successfully seated. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned articular surface confirmed signs of use (scratched/dinged) and gouges were identified within the anterior slot as well as flaring along the dovetail feature. Dimensional analysis of the product determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. During this reported event, the surgical team used a tibial provisional extractor and mallet to impact the articular surface anteriorly. This is a deviation of the surgical technique, which instructs to apply pressure by hand and use the articular surface inserter to lock the articular surface to the tibial plate. It states to place the bearing onto the tibial base plate and apply pressure anterior to posterior to properly engage the tibial component and tibial bearing for final seating. It also states to steady the surface of the base plate with one hand by applying downward pressure near the posterior cruciate cutout and to engage the hook on the articular surface inserter with the mating slot in the front of the baseplate and close the lever with your index finger. This locks the inserter to the tibial plate. The technique also warns to not impact the articular surface or impact/lever the articular surface inserter or extractor tools when they are attached to the tibial plate as this may disrupt the fixation of the tibial plate to the bone and/or cause damage to the implant or instrument. It further notes to not use any component if it is found to be damaged or becomes damaged during use. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.